Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure for pelvic relaxation and stress urinary incontinence on (B)(6) 2010 and mesh was implanted concurrently with bilateral salpingo-oophorectomy, total laparoscopy hysterectomy, bilateral para vaginal repair, cystocele repair, bilateral sacrospinous fixation, rectocele and enterocele repair, and cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2010 along with concurrent hysterectomy. Following insertion the patient experienced pain, bleeding, infection, urinary problems. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.